Event description:
The user facility reported a patient with cardiomyopathy in cardiogenic shock implanted with an impella 5.5 device for mechanical circulatory support (mcs) experienced episodes of torsades de pointes with defibrillation and device repositioning, and purge pressure issue. The patient would subsequently expire. The patient was admitted and newly diagnosed with heart failure with reduced ejection fraction of 10% and was noted likely in cardiogenic shock. Inpatient diuresis was started, and the patient was transferred to out for advanced therapies evaluation with plans were in progress for an impella 5.5 placement and workup for durable left ventricular assist device versus heart transplant. The patient was sedated and intubated on arrival, and the impella 5.5 device was placed via right axillary artery without complication. Performance level started at p-2 and gradually increased to p-8, achieving flows of 4.8 l/min. Hemodynamics were stable throughout procedure. The patient was extubated at end of case and transferred to unit on mcs with multiple drips infusing (epinephrine 4 mcg/min, cardene 5 mg/hr. Milrinone 0.25 mcg/kg/min). Approximately 14 days later, the patient was awake, alert and sitting in the chair when episode of sustained torsades was experienced. The patient was defibrillated a total of seven times this day and the impella 5.5 pump was repositioned. The patient continued on support, was placed on venoaterial extracorporeal membrane oxygenation (va ECMO) and was being worked up for heart transplant last noted as a status 2. The following day, high purge pressure was encountered; purge flow went missing and after a minute returned at 3.4ml/hr. Tissue plasminogen activator was added, performance level went back up to p-2 and then ramped back up needed support level. Following, 8 days later, the patient would expire; care was withdrawn. Additional details surrounding the patient's demise was not provided. Impella related events are unable to be excluded as a possible contributing factor in the patient's outcome. It is of note, however, the patient had severe heart failure (ejection fraction 10%), subsequently required additional support from ECMO, pending a transplant and considering could likely be the primary for the demise outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of arrythmia and high purge pressure has been completed. The impella device was not returned for evaluation. Product was not returned for investigation. As per the clinical report, the patient had an episode of sustained torsades, and the impella was repositioned. The next day, the purge flow dropped to 0, and tissue plasminogen activator was given per protocol. Additionally, the purge cassette was replaced after reported low purge volume alarm and an air in purge alarm. The data log showed a gradual rise in purge pressure, which was resolved with a gradual decrease trend over six hours. Also, the air in the purge system alarm was observed after the completed bag change procedure. The doctor initiated the de-air procedure, but it did not resolve the air in the purge cassette alarm, and the purge cassette had to be replaced. The cause of the high purge pressure issue was most likely biomaterial, based on data log review and the provided clinical details. As the necessary information was not provided, the root cause of the arrythmia was not determined. B.2 revised as an incorrect selection was reported on the initial manufacturer device report number 1220648-2025-26076. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26076 as it is unknown if the initial reporter also sent the report to the food and drug administration.